Event description:
Reportedly, during lens insertion the capsule broke. The doctor removed the lens and implanted an anterior chamber lens. No other information available. Additional information has been requested, but no additional information has been rec'd. Please reference MDR# 1313525-2015-02054 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found one haptic bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.